Event description:
High thresholds and intermittent loss of capture were observed at a device check. The device was explanted, replaced and retained by the hospital. Should add'l info become available, this event will be updated.